Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 2. It was reported that the ins had been doing ¿some surging like it wants to stop or start¿ and it was not an even flow. The patient reported that this would happen sporadically and seemed to occur when she was sitting and not walking. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.